Manufacturer narrative:
The device was returned to olympus for evaluation and customer's allegation of aspiration problems was not confirmed. The device evaluation also found: the connecting tube was deformed, video cable had coating peeled, video connector case was cracked, video connector was scratched, and water tightness was lost due to a pinhole on universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex videoscope does not remain under pressure. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material was found in the probe cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.